Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon is likely a failure of the cm board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, bad image and b40 error appeared on the screen. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display flickering image with multiple scopes. In addition, video processing distortion was noted. The customer attempted multiple cabling and maj-1430 options. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.